Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA. The instrument was received severely damaged. The damage rendered the instrument non-functional and therefore could not be evaluated for the reported condition.

Event description:
The product was used during a lavh procedure. Reportedly, the staples did not form properly and there was some bleeding. The surgeon restapled to complete the procedure. The hosp has reported no pt injury occurred.